Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testingg. The reported issue could not be confirmed. However, a secondary issue was noted; when the meter was tested, an error 2 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter stopped powering on at around 1:30pm on (B)(6) 2016. The patient manages her diabetes with insulin (no adjustments). She reported that prior to the start of the alleged issue, she had developed symptoms of "delirious, shaky, confusion [and] tired". She reported that she self-treated her symptoms with food/drink at around 2pm on (B)(6) 2016. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and, based on the information provided, there had been no misuse of the product. The patient was using the recommended (B)(6) battery and, based on the information provided, the battery did not need to be replaced. The meter did not turn on manually with a button press. The cca confirmed that the patient was using the correct test strips but when the cca walked the patient through inserting a test strip per owner's manual, the meter did not turn on. The issue could not be resolved with training. Replacement products were sent to the patient. In conclusion, although the patient developed symptoms suggestive of an acute diabetes excursion, there is no indication that the meter issue caused or contributed to the serious injury as the patient was already symptomatic prior to the start of the alleged issue. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The lay user/patient's meter has been further evaluated by lifescan product analysis with the following findings: when the meter was evaluated in the laboratory, an error 2 was displayed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled "postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.